Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. A visual assessment was performed after disinfection. As received, the working channel sleeve did not protrude. However, a maximum protrusion was observed when the distal tip was articulated by turning the small knob in the counterclockwise direction and the large knob in both directions. A functional evaluation was performed. The device was plugged into the controller. No image was displayed, confirming a lost image. The distal tip was cut. The distal cap was removed. The catheter was cut open using the cutting fixture. The working channel sleeve was removed. Witness marks were noted on the pebax. The white areas along bond a appear to show evidence of adhesion. It was found during the investigation of the returned spyscope ds that the working channel sleeve was protruding. Based on the investigation results, the underlying cause of working channel sleeve protrusion is an insufficient bond, particularly the second heat cycle of the working channel sleeve bonding process [bond b]. Therefore, the complaint investigation conclusion code selected for the working channel sleeve protrusion issue is manufacturing process design. An investigation is underway to address this issue. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a spyscope digital access and delivery catheter was used in the common bile duct and left hepatic duct during a common bile duct stones lithotripsy procedure performed on (B)(6) 2018. There was no problem noted when this device was checked prior to use. According to the complainant, during the procedure, the ehl probe was cannulated through the spyscope ds and crushing of the stones was performed and retrieved using a retrieval balloon. During the second insertion of the ehl probe through the spyscope ds, noise appeared on the monitor as horizontal lines. In addition, the screen also appeared as it was reloading and detecting and returned to the initial screen when the spyscope ds was not inserted. They tried to reconnect and restarted the system but the issue was not resolved. The procedure was completed with a second spyscope digital access and delivery catheter. There were no reported patient complications as a result of this event. This event has been deemed a reportable event based on the investigation results; working channel sleeve protrusion.